Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing muscle stimulation presented in clinic for follow up. Chest x-ray was performed and revealed the left ventricular lead had dislodged. All electrical measurements were in range. No intervention was performed. The patient was in stable condition.